Event description:
The customer received a questionable c-reactive protein gen.3 (crp) result on their c501 analyzer. The patient's initial crp result was 0.2 mg/l. The customer automatically repeats samples with results less than 0.41 mg/l, so the sample was re-tested before sending the result to the medical ward. The repeat result was 39 mg/l. It is unclear which results were reported outside the laboratory. It is unknown if the patient was adversely affected. The crp reagent lot number was 653174 and the expiration date was not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided by the customer. Calibration and quality control results were within range. The service engineer checked the instrument and performed precision testing, but could not find the root cause. A random checking of samples in the laboratory found many tubes with gel-like substances and oils on the samples. No patients were adversely affected.

Manufacturer narrative:
The customer provided additional information about the patient's results. The initial result was 0.02 mg/l accompanied by a data flag. The repeat result was 39.16 mg/l.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).